Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your doctor, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Please provide contact details for the doctor. Questions for the doctor: patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Dates and results? What was the reason for the surgical intervention? What were the results? What was the date the infected mesh was removed? In your opinion what is the cause of the infected mesh? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that for an unknown reason the device had to be removed. It was also reported that the patient had an open surgery to remove infected mesh. There was no additional information provided.